Manufacturer narrative:
An investigation of the reported condition was performed. The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One (1) sample was received outside original package at the supplier facility for evaluation. The sample was visually evaluated, and no traces of holes or scratches were detected along tubing line, bag, valve, or the connector. During functional evaluation no leaking was detected. Therefore, the reported condition is not confirmed, and no root cause related to manufacturing/production process were identified. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer stated the nutrition set was installed in the pump and infusion was started. It was noticed that the nutrition and water was leaking from the bags. The leak was in the roller of the equipment that goes to the pump. There was a patient involved, but no patient injury or medical intervention.